Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an unrelated procedure the atrial lead became dislodged. The lead was explanted and replaced. The procedure was completed successfully without adverse consequences to the patient. No patient symptoms were reported.